Manufacturer narrative:
(B) (4). The second rx xience v 3.5 x 28 mm (part #1009542-28/lot #9052641) mentioned is being filed under the same manufacturer number. In this case, there was no reported deficiency. Angina, myocardial infarction, and death are known adverse events as listed in the no fault risk assessment and xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Adverse event: death. Onset of adverse event: ten days post procedure. Device issue: none. It was reported via a trial that on (B) (6) 2010, the patient underwent stenting of the pre-dilated proximal circumflex artery with a 4.0 x 12 xience v stent and the pre-dilated proximal left anterior descending artery with a 3.5 x 28 xience v stent. On (B) (6) 2010, the patient experienced chest pain. Emergency services were called and advanced cardiac life support was administered. The patient was admitted to the hospital. An acute st-elevation q-wave myocardial infarction was diagnosed and the patient expired the same day. There was no angiogram or autopsy performed. Though requested, there is no additional information available.